Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with manual injections. The customer stated that there was a no delivery alarm. The customer reported that the alarm did not occur during manual prime. The customer stated that the problem was resolved by an infusion set change. The customer hung up the phone.